Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 89 mg/dl at the time of the call. The customer used food and was given a glucose shot to treat. The customer experienced symptoms such as shaking and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller stated the reservoir emptied itself on the morning of the call. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Unomed set.